Event description:
During an operational test, a burning smell was noted from the unit. Upon disassembly, excessive corrosion was found on the negative battery terminal of one of the main power supply batteries. The battery that was corroded just happened to be installed with the terminals down while the second battery in the power supply showed no corrosion and had the terminals facing up. The batteries were approaching their 2 year changeout interval so every unit is coming up with this condition as we perform the preventive maintenance checks and the batteries are replaced. The life of the power supply will be greatly shortened if the batteries become "resistive" and the charging current drives excessively to continually charge the batteries to their maximum capacity. Draeger was notified of this finding and, in response, sent the hospital a technical service bulletin, dated june 7, 2004, affecting several draeger ventilators including the evita xl. The technical service bulletin identifies certain batteries which may leak a small amount of acid and corrode the terminals.